Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during a colonoscopy. According to the complainant, the clip was advanced through the scope to mark the distal portion of the patient's tumor. However, during deployment, the clip opened, but was not able to be closed. Reportedly, the user was not able to release the open clip into the patient. Therefore, the clip and scope were removed in tandem, and then the device was withdrawn. The procedure was completed with another resolution hemostasis clipping device. No damage was noted to the device, or its packaging prior to use. There were no patient complications reported as a result of this event. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4): clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.